Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4), description: linear 3-6 lead 70 cm. Model: db-4600c, serial/lot: (B)(4), description: suretek burr hole cover kit. It is indicated that the burr hole cover (db-4600c, serial number: (B)(4)) will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced a strong deviation from the planned target on the left lead inside the brain. The physician stated that there was no stimulation of the subthalamic nucleus. The patient underwent a lead revision procedure and a new burr hole cover and a new lead were added. The patient was doing well post-operatively. It was noted that the explanted burr hole cover would not be returned and that there was a kink in the explanted lead.